Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was being set up outside the patient, the catheter separated near the wire port. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6).. The device was returned for analysis. Visual inspection revealed a kink in the telescope and imaging core assembles. The imaging window was observed detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was being set up outside the patient, the catheter separated near the wire port. The procedure was completed with another of the same device. There was no patient injury.